Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog lot# product type programmer, patient product ID 8782 lot# serial# (B)(6)implanted: (B)(6)2019 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer and it was reported they have a catheter dye study planned, but having a hard time scheduling it, a month wait. It was noted at the last refill the patient had 11mg left over. It was reported this had been an issue for "at least a couple of months, maybe longer" and the volume left over seems to be more and more. The patient had no falls or trauma. It was noted the patient had fentanyl, morphine, and a "numbing" medication. It was reported in the past they also felt they weren't getting the boluses and they did a catheter dye study, which indicated everything was fine. The issue didn't resolve. The patient ended up having a revision and it was discovered that the catheter had vertical tears so they were concerned there was a catheter issue that would not be detected by a catheter dye study. Additional information was received from a company representative (rep)/study? And the site reported on 2024-04-25 that the pump nurse pulled out 11cc from the pump when 7cc was expected. The adverse event etiology was assessed as ¿intrathecal/spinal portion of catheter.¿ regarding if the patient had a repeat catheter dye study scheduled, it was noted according to the data in the database, there had been no further information about it. There had also been no further information about the reported catheter revision that took place where vertical tera of the catheter were discovered. Additional information received from the healthcare provider via a clinical study indicated that a revision had not been performed.

Manufacturer narrative:
Continuation of d10: product ID: neu_ptm_prog, serial# unknown, and product type: programmer, patient. Product ID: 8782 , serial# (B)(6), implanted: (B)(6) 2019-08-29, and product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported pain that was primarily at the base of their neck and radiated into their whole bilateral arms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) reporting that the patient had not been able to get a bolus since about a month and a half ago. Patient sated they are getting a message that the medication is being delivered and then it locks them out for two hours and the patient is not feeling the relief like they used to. The patient stated they usually feel the effects of the numbing medication and that they would usually feel the sensation in their arms and hands where it feels like tingling. The patient stated that the issue is intermittent and sometimes they feel the effects but some boluses they don't. Patient services (ps) asked the patient if they have had any falls or trauma that could have impacted the pump and they stated no. Patient did mention that they go on walks and indoor bike. Patient mentioned they have extensive chronic pain and use all of their boluses every two hours due to their chronic pain. The patient stated they had a dye study done about a month ago shortly after the issue started, and everything was fine. The patient was redirected to their healthcare provider (hcp) to address the issue.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving (19.1 mg at 3.99876 mg/day), (14.3 mg at 2.99384 mg/day), and (2000 mcg at 418.71876 mcg/day ) via an implantable pump for unknown indications for use. It was reported that the patient was not experiencing the usual sensation they experienced with boluses and was experiencing increased pain and general malaise. A catheter access port (cap) contrast study was performed and the results were normal but the catheter tip was at c4 and noted to be dislodged.

Manufacturer narrative:
Continuation of d10: product ID: 8782, serial#(B)(6), implanted: (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 26-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 the patient stated the pump was providing pain relief. The event was resolved without sequelae.